Event description:
It was reported that the device was picking up signal from the ventricule when it was paced on the atrial lead. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.